Manufacturer narrative:
(B)(4). Batch # m93638. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feeder shoe tab was noted damaged causing the feeding issues. In addition, 9 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the clip did not ligate properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.